Event description:
Customer reported being hospitalized for dka. It was reported that multiple a-33 alarms occurred on pump prior to hospitalization. Customer reverted back to manual injections but was confused about how to treat her high blood glucose levels. Customer stated she blacked out as a result.

Manufacturer narrative:
Analysis performed and unit was unable to prime due to faulty force sensor. Unable to perform further testing as a result.